Manufacturer narrative:
Device passed self test and displacement test. Unit display properly. No back screen, full segment, missing segment or partial display anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had black screen. The customer's blood glucose value was unknown. Customer stated the insulin pump was neither exposed to extreme temperatures nor direct sunlight. Customer stated the black screen did not disappear. Customer changing batteries but insulin pump is still dead. Customer was advised the insulin pump will need to be replaced and was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.